Event description:
Received a report that pt underwent total hip arthroplasty in 2007. Revision surgery was performed in 2008, due to pain. No other info is available.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The implant retrieval centre is holding the product and has performed an eval on the returned explant. Their report states "unexplained failure".